Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. In addition to being a new pump user and working out the appropriate basal rate settings with healthcare provider, the customer reported that the low bg was due to going to the gym. Candy was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.